Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited ra and rv impedance measurements of greater than 2000 ohms, causing a lead safety switch (lss) to occur. After the lss, noise, oversensing, and pacing inhibition were observed. There were no pauses greater than two seconds noted. No adverse patient effects were reported. The device remains in service.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited ra and rv impedance measurements of greater than 2000 ohms, causing a lead safety switch (lss) to occur. After the lss, noise, oversensing, and pacing inhibition were observed. There were no pauses greater than two seconds noted. No adverse patient effects were reported. The device remains in service. The device was later explanted and received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.